Event description:
Foley catheter ordered to be removed. Rptr unable to release solution with syringe. Tip of valve removed only to allow drainage of solution. Not effective. Twelve hrs later foley catheter found lying in bed. Urologist was consulted. Human error was not identified.